Event description:
A malfunction alarm was reported, identified by code malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if the issue recurred and was cleared to continue using the pump.